Manufacturer narrative:
The intraocular lens and cartridge were returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope at 10x magnification. The lens was received loaded inside the viewing window of the cartridge. The lens was removed from the cartridge and revealed that the lens had surface particles, fibers, and viscoelastic residues in the optic zone; indicating that the unit was handled and prepare for surgical use. The reported complaint of a fiber on the lens is confirmed; however, the claim that a fiber was noticed before loading into the cartridge is unconfirmed due to the condition in which the sample was received. The condition indicates that the unit was handled and prepared for surgical use. The manufacturing record review (mrr) was performed. One (1) non- conformance report was issued; however, the report did not contribute to the reported complaint. The product was manufactured and released according to specification. A review of the directions for use (dfu) was conducted. The dfu instructs the customer how to examine the lens prior to use of the device. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Age at time of event or date of birth: not applicable; no patient involvement. Sex/gender: not applicable; no patient involvement. Implant date: not applicable; there was no patient contact reported. Explant date: not applicable; there was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a fiber on the lens and it was noticed before loading into the cartridge. Reportedly, there was no patient contact. No further information was provided.